Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell while wearing the pump and the touch screen was cracked, unresponsive and not functional. The customer's blood glucose was not impacted. Customer confirmed an alternate method of insulin delivery was available.